Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the mobile programmer crashed when switching between the permanent pacemaker and the analyzer. The tablet screen displayed a white screen with a diagnostic message. The patient was pacemaker dependent but had a temporary wire in situ at the time. The mobile programmer remains in use. No patient complications have been reported as a result of this event.